Manufacturer narrative:
It was reported that the "front wheel assemblies broke during use". There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the "front wheel assembles broke during use".